Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to mishandling by the customer. Labeling review: as result of confirming contents of instruction manual at the time of shipment, it was confirmed that there was descriptions to measure this phenomenon. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flexible scope exhibited that the mouth guard piece for the endoscopy was detached. The event was found during reprocessing. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there was a breakage of image guide due to humidity. The humidity has damaged the eyepiece. There was a knob play and less angulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.